Manufacturer narrative:
Device received with partial white display with bleeding lcd glass due to severe corrosion on electronic assemblies. Unable to perform displacement test, sleep current measurement, active current measurement and selftest due to partial white display. Unable to verify blank display due to partial white display. Device received with cracked case next to belt clip rail corner. Device received with severe corrosion on force sensor assembly and corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received a blank display. Customer stated that they experienced a blood glucose level was 82 mg/dl. Customer stated that display did not return after insulin pump restart. The product will return for the analysis.